Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A sys alarm occurred during a routine hemodialysis treatment which could not be resolved. Rinseback was not performed due to possible clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the pt's blood in the event of an unrecoverable alarm. The alarm could not be duplicated during eval of the returned cycler. The reported alarm cannot be confirmed. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Facility staff was notified of the event. Nxstage medical considers this report closed. No add'l info will be provided.